Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The events of inflammation. Lumps, pain, heat, erythema, fever, malaise, and induration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects. The doctor must inform the pt that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions [redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area. The pt must inform the doctor as soon as possible when inflammatory reactions persist for more than one week, or if any other side effects appear. The doctor must treat this appropriately. The distributor and/or MFR must be informed about any other undesirable side effects linked to juvederm voluma injection.

Event description:
Healthcare professional reported one day after injection with unspecified juvederm voluma in the cheeks and juvederm ultra plus in the chin/lower face area" pt noted their "cheeks were somewhat lumpy", healthcare professional massaged the lumps, to which the pt "responded well" and both pt and healthcare professional were "satisfied". Approx three weeks later, pt's chin became "monstrous looking and sore". Pt was assessed by the healthcare professional who noted the pt had developed swelling of the chin and cheeks as well as "8 significant individual lumps in the face; 3 on [the pt's] left cheek, 2 on [the pt's] right cheek, 1 large [lump] on the right side of [the pt's] chin, and 2 on the left side of [the pt's] chin". The lumps ranged in size from 1 x 1 cm to 3 x 4 cm in diameter. The pt's face "felt hot, sore, and [the pt's] skin was red over the lumps". Pt indicated they felt 'feverish as if [they] had a major sunburn" and had "general malaise". The lumps were further described as "big, hard, and sore". Pt was prescribed "a mix of hyaluronidase 1500u/ml + kenalog 10 mg/ml + lidocaine 2%". Two days later the "burning had stopped", there was no more heat" but the pt was still sore. "All the lumps were significantly reduced in size ranging from 5 x 1 cm to 1 x 1 cm". Pt was treated again "with the same mix as before". Over the course of the next week, pt noted "that the swelling went down even further although it is not yet back to normal". This is the same event and the same pt reported under MDR ID # 3005113652-2014-00144 (allergan complaint (B)(4)). This MDR is being submitted for the first suspect product. Juvederm voluma.